Event description:
Customer reported sys will not boot. Customer had replaced battery on single board computer and need cmos settings reloaded.

Manufacturer narrative:
Gehc surgery svc personnel reloaded cmos settings, tested sys by several reboots and by taking fluoro shots. Sys operating as intended.